Manufacturer narrative:
Concomitant medical products: product ID: d334drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead thresholds had risen significantly and were high. The outputs were reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.